Event description:
It was reported that an ilet bionic pancreas sustained external damage to the display following a fall, after which the device screen was damaged and the device would not hold a charge, requiring multiple recharges per day; a replacement device was issued and the original is pending return. Symptoms included no adverse glycemic events, and the fall was not related to glucose levels. Outcomes included no injury, no hospitalization, and continued glucose monitoring with the user¿s cgm and phone or receiver while awaiting the replacement. Investigation included review of the user¿s report and logistics for device replacement and inspection of returned device. Investigation of this device revealed a damaged display and suspected power/charging malfunction consistent with physical damage to the device enclosure and display assembly. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to impact.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."